Event description:
It was reported that no power exiting from tips during procedure. Rptr stated that approx 30 minutes into a shoulder arthroscopy procedure, physician noted that there was no tissue interaction at treatment site. Devices was removed from treatment site and replaced with another of the same model and lot number. After lasing with 2nd device for approx 10 minutes, physician once again noted no tissue interaction at treatment site. A third tapetip was used to complete the procedure. No injuries were reported.